Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. After reviewing the clinical information, the cause of the purge leak was determined to be most likely related to sidearm yellow luer damage due to sodium bicarbonate in the purge solution. The root cause of the purge leak was most likely sidearm yellow luer damage due to sodium bicarbonate in the purge solution. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that 17 days into support, after changing the purge cassette, the rn noticed that the yellow luer was leaking on the impella 5.5 pump. The clinical support call center team member was able to assist the nurse via phone to perform a purge system bypass without issue. It was also reported that sodium bicarbonate was used in the purge solution throughout support. There were no reports of harm to the patient.